Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the usb cable was cracked and damaged. The customer's blood glucose was 138 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.